Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect transseptal kit (vcc) was selected for use. Transesophageal echocardiogram (tee) imaging was used for the procedure. Venous access was obtained, and a watchman fxd curve access system (was) was advanced with the vcc dilator and vcc wire. Heparin was administered for anticoagulation. A thrombus was visualized and believed to be on the tip of the vcc dilator while within the right atrium. The vcc components and the was were promptly removed, and all devices were cleaned, and thrombus removed. The was and vcc were reinserted and transseptal puncture (tsp) was performed. The initial activated clotting time (act) was taken after tsp was complete, and the result was not therapeutic at 186 seconds. Vcc was removed. A watchman flx closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. There were no patient complications. The procedure was concluded. The patient is fully recovered.